Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to deploy-suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after deploying the needles, "one of the sutures did not come out of the device." The device and suture were removed and a second prostar xl device was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.